Event description:
Obese male patient in or for explorative laparotomy for incarcerated hernia. Rapid sequence induction with cricoid pressure planned for patient's morbid obesity and unsure npo status. Difficulties occurred with laryngoscope, necessitating mask ventilation. Oxygen saturation fell to 88%. Unable to fill bag on machine. Patient was hand bagged and then intubated. Check of machine showed broken connection at seat of co2 absorber. Machine replaced in room and patient suffered no further problems. Biomed checked out equipment after the event. Problem initially could be not duplicated, but on closer inspection one of 4 plastic latching pins had broken off even though testing did not replicate previous problems. Manufacturer response for anesthesia machine, ge datex ohmeda: the ge datex ohmeda representative was contacted. He stated that the compact block style we use is now obsolete and no longer in production. He also stated that this type of breakage (one plastic pin was broken although problem could not be duplicated) has been noted by other users who autoclave their blocks. We do not autoclave our compact blocks, however, this is one of 5 refurbished machines, and the blocks could have been autoclaved by previous owners/users. Our concern is that there may be other users of this type of compact block in our system and worldwide that could be at risk. As of the date of this report, current production style compact blocks that use metal pins have been delivered, and will be put into service as soon as possible. Follow-up reveals that the compact block is a part of the anesthesia machine to which the co2 absorber cannister is attached, and held in place by the latching pins described in the report (one of which broke). In the newer production style compact blocks, the plastic pins opposite the locking / releasing latch have been replaced by a metal pin that extends from one side, through the block to the other side. Ge datex ohmeda was unable to differentiate the production styles based on the part number alone. Only the metal pin style is available at this time. The company's tech support department was unable to define the changeover more precisely than around november of 2003. The compact blocks are date coded in the format yyyy-ww. The blocks we have with all-plastic tabs are date coded from 1999 and 2002.